Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a streamlining of the popliteal artery, severe bleeding in the anastomosis site was found on the second day after surgery. The patient was taken in for inspection. After opening the wound, it was found that the suture had broken and there was bleeding from the site. Reoperation and reanastomosis was required. There was bleeding and blood loss.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of nine devices sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The visual inspection and functional evaluation of the products had acceptable results. The returned products, as received by medtronic, were found to meet medtronic quality release specifications after application in the clinical setting. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.